Manufacturer narrative:
H6 result: no non-conformances. Co has been unable to complete their investigation of the above mentioned MDR since the meter was not returned to lifescan for eval. Batch record review indicates no non-conformances in the mfg process. At this time, co considers this matter to be closed.

Event description:
The pt had been using expired test strips with her one touch ii meter for six days reportedly obtaining acceptable results (under 60 mg/dl). (Note: the one touch test strip package insert states that expired strips may have false blood sugar readings.) On 4/21, she obtained a meter result of 44 mg/dl (unknown time) and, because this result did not match how she felt, she went to the emergency room where a hospital meter result (unknown brand) was 379 mg/dl and a lab result was 600 mg/dl. She was treated with intravenous fluid and 15-20u regular insulin. The pt spent the night in the hospital and returned home on 4/22. The meter is not cleaned or maintained according to manufacturer's recommendations, alcohol is used to clean the meter optics. The one touch ii owner's booklet stated that cleaning agents such as alcohol will damage the meter. Calibration and control solution tests are not performed.